Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump exhibited placement signal issues but continued to provide adequate support. The device was successfully weaned and explanted, and no patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned. Data logs were returned and investigated and there were no motor current spikes observed in the data logs. No major abnormalities were found. Per the given clinical information, the root cause of the optical signal issue was most likely patient condition related. All pertinent information available to abiomed has been submitted at this time.